Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that during a surgical procedure using the uni2 total wrist implant system, the broach handle pin that holds the broach on its handle and adjusts between the minimal and standard settings broke after being hit with the mallet (as described in the surgical technique). The pin broke into two pieces. The broken parts fell onto the scrub table. No clinical intervention was required. There was no adverse outcome for the pt. Surgery time was not increased significantly. Integra has requested the return of the instrument for eval.